Event description:
It was initially reported that the patient experienced coupling and/or communication issues. It appeared that the patient was wearing bulky clothing. It was later reported that the patient had difficulty recharging the device. The recharge statistics indicated short recharge sessions. It was later determined that the inability to recharge was only temporary. It was stated that a posterior-anterior (pa) x-ray was performed and showed the patient's leads "coming out to the right." It was stated that the patient had lost thirty pounds since the implant of the device. The pocket was "loose". It was confirmed that the patient's ins had flipped in the pocket. At an office visit, the patient's physician flipped the ins back to its normal position. The patient was advised to wear a girdle or support binder for several months. It was noted that the patient and stimulator were fine. No further details were provided at the time of this report.

Manufacturer narrative:
(B)(4).